Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
Note: this report pertains to two of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for polyp in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician was unable to deploy the clip. The physician attempted to rotate the clip from the outside to deploy the clip but was unsuccessful. Another of the same device was opened, and the same problem occurred. There were no patient complications reported as a result of this event.